Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer¿s friend reported that the customer¿s adc blood glucose meter doesn't turn on with strip and button press and according to the customer¿s nurse at the hospital the meter provided a high reading. It was further reported that around 12 pm on (B)(6) 2018 the customer was in pain, her sugar had elevated, and blood pressure was high. She was in bed and tried to get up, but she suddenly fell. Someone called the ambulance and she was rushed to the hospital where she was administered with an unspecified intravenous infusion. No diagnosis or further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a lot number has not been provided for freestyle strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freedom lite meter was reviewed and the DHR showed the freedom lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. A tripped trend was reviewed and no tripped trends were identified for the reported complaint and the freestyle strips. Dhrs (device history review) for the omni strips within expiration at the time of complaint were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s friend reported that the customer¿s adc blood glucose meter doesn't turn on with strip and button press and according to the customer¿s nurse at the hospital the meter provided a high reading. It was further reported that around 12pm on (B)(6) 2018 the customer was in pain, her sugar had elevated, and blood pressure was high. She was in bed and tried to get up, but she suddenly fell. Someone called the ambulance and she was rushed to the hospital where she was administered with an unspecified intravenous infusion. No diagnosis or further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s friend reported that the customer¿s adc blood glucose meter doesn't turn on with strip and button press and according to the customer¿s nurse at the hospital the meter provided a high reading. It was further reported that around 12pm on (B)(6) 2018 the customer was in pain, her sugar had elevated, and blood pressure was high. She was in bed and tried to get up, but she suddenly fell. Someone called the ambulance and she was rushed to the hospital where she was administered with an unspecified intravenous infusion. No diagnosis or further treatment was reported. There was no report of death or permanent injury associated with this event.